Event description:
It was reported that when using the bd pyxis¿ medflex 1000, medication oxycodone was not on the profile, the user stated that the medication percocet was not on the patient profile and was not able to use the add item feature to add it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on the profile and the user failed to use the add item feature. The technical support specialist (tss) instructed the user that the pharmacy would require to add the medication to the patient profile as there were no active orders. The system functioned as intended after the technical support specialist troubleshot the device.